Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alarms. In addition, it was reported that customer had "touchscreen issues." There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support and no additional information was provided.